Manufacturer narrative:
Insulin pump received with intermittent down arrow button response due to corroded keypad traces. No unexpected numbers ramping during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's up arrow button was stuck and the numbers on screen kept ramping up when he entered his blood glucose level. Customer's blood glucose level was 323 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.